Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patients were not crossing to the station. The technical support specialist (tss) remoted into the device and identified it was communicating as expected, and the server space issue might be the cause for the communication. Tss inspected the server and identified that the database backup was taking majority of disk space and had a capacity of 100 gigabytes. Tss expanded the e drive space to 200 giga bytes, reconfigured and upgraded the remaining devices. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients were not crossing over to the station nurse was unable to sign in. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.